Event description:
The customer reported to olympus, the camera head displayed an e226 error (scope communication error). The issue was found during preparation before use inspection for an unspecified therapeutic procedure. The intended procedure was completed with the same set of equipment. There were no reports of delays. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e226 is an error which is displayed when abnormality occurred on the communication between endoscope and processor. The event can be detected/prevented by following the instructions for use which state: (instruction manual otv-s700 chapter 10 troubleshooting 10.2 troubleshooting guide) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1 address: full establishment name - (B)(6).